Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site and tested the system. He found: mvs was plugged into wall power; umbilical was plugged into ias; everything on the mvs cart had power. These were the observed problems: mvs was on, but screen was black; ias was not charging; holding down the main power button on the mvs cart would not shut it down. In order to get the mvs to shut down, I had to kill power to everything inside the mvs by unplugging wall power and shutting down the ups. I had also unplugged the umbilical for a short time and reconnected it. Upon plugging everything back in and turning everything back on, the mvs booted up and the ias started charging. System ready for use. Software investigation was completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database for trending and monitoring..

Event description:
A site biomed representative reported that the o-arm mvs(mobile viewing station) was not displaying anything. The line power light was on, the mvs computer was on, and the monitor was on, but only showing a black screen. The ias(image acquisition system) pendant was showing "waiting for mobile view station to initiate communication." No patient present or impacted. Not during surgical use.